Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also noted that the incision site was healed and reopened. The physician found out a mold and bacteria on the device that caused the patient to be admitted. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also noted that the incision site was healed and reopened. The physician found out a mold and bacteria on the device that caused the patient to be admitted. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the infection was not device related. It was unknown what caused the infection. Nothing happened during the revision that would be suspected to be tied to the infection. The patient was placed on antibiotics.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also noted that the incision site was healed and reopened. The physician found out a mold and bacteria on the device that caused the patient to be admitted. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also noted that the incision site was healed and reopened. The physician found out a mold and bacteria on the device that caused the patient to be admitted. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also noted that the incision site was healed and reopened. The physician found out a mold and bacteria on the device that caused the patient to be admitted. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that there was a pin hole opening at the ipg site. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also noted that the incision site was healed and reopened. The physician found out a mold and bacteria on the device that caused the patient to be admitted. The patient underwent an explant procedure.